Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. On (B)(6) 2019 they had unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as confusion and inability to wake up. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a high of 500 mg/dl after going to sleep without their pump. The insulin pump will not be returned for analysis.